Event description:
It was reported that the atrial lead had high thresholds and a patient alert due to a low impedance under 200 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products:(B)(4) implantable defibrillator 2008 (B)(6); 4076 implantable pacing lead 2010 (B)(6). (B)(4).